Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a procedure. According to the complainant, the snare broke while snaring a stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a procedure. According to the complainant, the snare broke while snaring a stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of snare loop broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Results: visual evaluation of the returned device found that the loop was partially detached and the catheter kinked in the distal section. The complaint was confirmed. Based on the device condition, the most probable root cause for the complaint is manufacturing. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.